Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. In addition, the material could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope experienced a clogged water/air channel. The event occurred during reprocessing; therefore, no procedure was affected. The initial unspecified intend procedure was completed without any issues. There was no report of patient harm associated with this event. During incoming inspection, it was determined the nozzle was clogged with a foreign material. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to the finds reported in event, the insulation resistance value between distal end and connector was out of specification. The light guide rod lens was chipped. The bending section cover adhesive was separated. The bending tube was deformed. The connecting tube, universal cord was scratched. The air/water nut painting was peeled off. The switch box unit was broken. The control unit was cracked. The plug unit had damaged housing. The play of the angulation up/down knob and right/left knob was loose. Natural air supply volume at idle was out of specification. Water contact/water removal was insufficient. Air/water function specific air/water flow was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.